Event description:
It was reported that a zero tip basket device was used during a semi rigid ureteroscopy (urs) procedure. During the procedure, the basket was able to be open in the ureter; however, the basket could not be closed. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event. Analysis of the returned basket identified pull wire was completely detached/separated.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation result of pull wire detached. Block h10: investigation results. The returned zero tip basket device was analyzed, and a visual evaluation noted that the device returned with the basket on its open position. It was also noted that the pull wire and the sheath were completely detached/separated from the handle making the device unable to open or close at all. Additionally, the black heath shrink was bent/kinked. Microscopic examination was performed, and the sheath was observed bent/kinked and torn in different sections indicating the device was submitted to tension. A labeling review was performed and there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Based on the available information these could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause all the observed findings. Therefore, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.